Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this right ventricular (rv) lead had high pacing threshold measurement and this lead was dislodged from original place a day after pocket closure. The physician performed another surgical intervention and this rv lead was successfully repositioned. Rv lead remains in service. No additional adverse patient effects were reported.